Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Hjorth, et al. ¿equal primary fixation of resurfacing stem, but inferior cup fixation with anterolateral versus posterior surgical approach. A 2 year blinded randomized radiostereometric and dual x-ray absorptiometry study of metal-on-metal hip resurfacing arthroplasty.¿ this report is number 2 of 2 mdrs filed for the same patient. (Reference 3002806535-2017-00071 / 00072).

Event description:
It was reported in a journal article that a patient underwent a hip revision approximately 2.6 years post-implantation due to groin pain, elevated metal ion levels, and pseudotumor. During the procedure, metallosis was noted.